Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported patient complications after a laparoscopic distal pancreas resection where the device was used. During the procedure the device activated normally and no bleeding was observed when checked an hour after sealing. However, after completion of the procedure the patient did not have a measureable blood pressure. An open laparotomy was performed and it was found that the arteria lienalis was open, which had been sealed with the device. 1950ml of blood loss resulted, and a transfusion was performed. The trunk of the arteria lienalis was also sutured to stop the bleeding. The patient is currently stable and out of the intensive care unit.

Manufacturer narrative:
One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection showed no defects. The returned product met specification as received. The customer reported bleeding was observed after the device was used. The reported condition was not confirmed. The device was plugged into the generator and activated on simulated tissue with acceptable results. No alarms were generated during activation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.